Event description:
It was reported that the device was used during a esophagogastrectomy. The instrument was inserted into the distal esophagus and appeared to fire normally. Some difficulty in removal was experienced but the device was removed. Tissue rings were inspected and found to be complete. Staple line was also inspected and there were no interruptions observed in the staple line. The pt developed a post-operative leak and was taken back to surgery. An abscess was observed in the abdomen.